Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections and skin overgrowth at abutment site. Subsequently the patient was treated with oral and topical antibiotics (date not reported) and underwent debridement and bone revision surgery.clinical management is ongoing.